Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9625 serial/batch number 022319 was received for investigation. The visual inspection revealed that the hex of the driver was bent. Functional testing was not performed due to the damaged to the device. The most likely cause will be misuse of excessive torque force.

Event description:
On 04/16/2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver tip broke. This occurred during a procedure the tip broke due to wear and tear, it had been warped and twisted. The case was completed using another driver.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.